Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the filterwire broke and had to be removed with snare. The target lesion was located in the non-calcified carotid artery which had a significant bend. A 190cm filterwire ez was selected for use. During withdrawal resistance was encountered. It was then noted that the device broke. Consequently, the whole system was removed with the help of a snaring device. The procedure was completed with another device. No further patient complications were reported and the patient's status was stable.